Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs); implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls); implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic valve after the first attempted placement, poor expansion of this valve was observed. As result, the system was removed from the patient. An aortic balloon valvuloplasty was then performed. A different valve was loaded and successfully implant. No adverse patient effects were reported.